Event description:
It was reported by the customer that she was hospitalized due to administering 14 units of insulin by manual injection, causing low blood glucose levels and loss of consciousness. Blood glucose level was 20 mg/dl at time of hospitalization. Customer was advised to disconnect from insulin pump. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Also, customer requested and was assisted with programming basal rates into insulin pump. Customer's blood glucose level was 110 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.